Event description:
It was reported that approx 20 minutes into a da vinci si hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with the tip cover accessory installed, arcing to the pt's uterus was observed. No pt harm, or adverse outcome was reported.

Manufacturer narrative:
The monopolar curved scissors instrument and mcs tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional info is received.